Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. Although the complainant has indicated that the suspect device is being returned for evaluation, it has not yet been received at the investigation center. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.

Event description:
It was reported to boston scientific corp that a one step button was placed in 2008. According to the complainant, the button migrated to the abdominal cavity about three weeks later, and the patient has developed peritonitis. It was noted that there is no gap between the external bumper and the abdominal wall. The patient has been admitted to the hospital and is under observation.